Manufacturer narrative:
Although this event was unlikely to be caused from the user of the fresenius device, this MDR is being filed to document the event. The pt's related medical records were requested but have not been received to date. The device has not been returned for physical eval. A plant investigation is still ongoing and supplemental report will be submitted upon completion.

Event description:
It was reported by the user facility that the pt was experiencing abdominal pain and had reported that her effluent was cloudy and bloody. She had discarded her drain bag, so the fluid could not be tested. The pt does manual exchanges during the day and uses the cycler at night. She had admitted to not using aseptic technique; she wasn't cleaning her catheter before disconnecting. The pt was hospitalized for possible peritonitis on (B)(6) 2013 and released (B)(6) 2013. She reportedly cultured negative for peritonitis while in the hospital but was treated with antibiotics for both gram positive and gram negative bacteria as a precaution. No cause for the abdominal pain and bloody effluent were definitively determined, but they are believed to be related to her retrograde menstruation (endometriosis). A month later, she again had some pink effluent but again tested negative for peritonitis and is fine. Sample is unavailable.